Manufacturer narrative:
This report is submitted on april 8, 2022.

Event description:
Per the clinic, the device was explanted (date and reason for explantation unknown). Further information is being sought from the clinic.

Manufacturer narrative:
Correction: the initial MDR submitted on april 08, 2022 was filed inadvertently. Only the implant magnet was explanted. This report is submitted on may 26, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on april 08, 2022 was filed inadvertently. The magnet was explanted for MRI. Magnet removal for MRI is not reportable. This report is submitted on march 21, 2024.